Event description:
The customer reported that the item has been leaking. They stated that this is not a visual defect. The leak appears to come from the colored hub once the plunger on the syringe is pushed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Investigation summary: ninety-five sealed samples were received for evaluation. Functional tests were conducted; leaking was not observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.